Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/24/2024, that on 09/18/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On 09/18/2024, it was reported that the patient experienced a skin reaction with itching, burning, a rash, redness, inflammation, pimples, blisters, drainage, pustules, and infection extending beyond the patch perimeter which occurred 2 days after the sensor had been inserted into the abdomen. The skin was prepped with soap and water prior to sensor insertion. No photo was provided. The patient noticed the beginning of a skin reaction and removed the sensor. By the following morning, the patient had severe swelling and itchiness where the sensor adhesive was. On 09/21/2024, the skin reaction progressed to ¿hives¿ which spread to her neck, cheeks, and eyes and ¿oozing blisters¿. The patient was also experiencing dizziness, and her eyes were swollen. She went to an urgent care center and the area was cleaned with saline and alcohol rinses. She was also treated with an unspecified steroid injection and sent home. The following evening, on 09/22/2024, the patient saw no improvement and stated she started taking oral prednisone, but there was no documentation of the patient visiting a doctor again. After taking the oral steroids, the patient began to see some improvement. At the time of report, the patient still had a large read area on her abdomen with minor itchiness, and no swelling. No additional event or patient information is available.